Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 520 mg/dl. The customer treated their blood glucose levels with manual injections. The customer states that the have been having issues with insulin being properly delivered to their body. The customer was informed that they may be using the wrong type of insulin and that the cannula may not be getting all the way down in their subcutaneous tissue. The customer was sent sample infusions to resolve the issue.